Event description:
It was reported that the screw broke while the surgeon was screwing it in to the bone.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.